Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: the consultant used the manta device at the end of the tavi procedure. The bypass tube would not fit into valve of the manta sheath. A second pack was opened from the same box and the manta device went in fine. The same sheath was used for both manta devices. The second sheath was disposed of. Used in cfa, right vessel size - 7mm. Ultrasound used. Moderate calcification. Calcification was posterior. Measured depth was 4,. Used a 16fr sheath. No issue with advancing or withdrawing sheath used per the IFU. Systolic bp 130. Patient received protamine time 16:20 amount 50mg. Manta was deployed at measured depth. No angio and imaging from the procedure is available. Heparin was given. Time 16:05 amount 8000. No ancillary devices were used.

Manufacturer narrative:
Two manta device units were returned for investigation. The device was decontaminated then visually inspected. During inspection and testing it was noted one unit was locked into the sheath with the lever pulled, properly engaged. The second unit did not have a sheath and the lever was not pulled; therefore, unable to test unit without its sheath. The device lot history record review indicated no other non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr, an 18f ce manta was planned for closure. The physician encountered difficulty advancing the bypass tube through the hemostatic valve of the manta sheath. The first sheath remained in place, and a second 18f ce manta device was opened and deployed without complication; successfully achieving hemostasis. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.